Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the patient¿s intra-operative complication. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the patient sustained a bladder injury. However, at this time, the severity of the reported bladder injury is unknown and if any medical intervention was administered. The root cause of the injury is unknown.

Event description:
It was reported that post da vinci-assisted total benign hysterectomy procedure, while the surgeon was using the monopolar curved scissors instrument the patient sustained a bladder injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. However, at this time, the severity of the reported bladder injury is unknown and if any medical intervention was administered.